Manufacturer narrative:
The insulin pump was returned an (B)(6) alkaline battery installed. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Data analysis: download history file lists data from (B)(6) 2016. There is no data listed for (B)(6) 2016.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The customer was found dead and naked on the living room floor of his apartment. According to the coroner, the customer had been drinking and passed out, and, the death resulted from complications of diabetes. The customer was not wearing the insulin pump at the time of death; the police found two insulin pumps on the shelf. The next of kin agreed to return the insulin pump for analysis.